Manufacturer narrative:
Intuitive surgical inc. (Isi) received the fenestrated bipolar forceps (fbf) and did not replicate or confirm the reported motion issues. The fbf passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Intuitive surgical, inc. (Isi) contacted the site/reporter and obtained the following additional information regarding this event: the instrument moved with non-intuitive movements and freely with uncontrolled movements. After several installation of the instrument, a new instrument was used. The operation was completed with a back-up instrument. The patient did not experience any postoperative complications. According to the surgeon, there is no concern that this event will cause long-term complications in the patient, the patient was discharged.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported during da vinci component separation surgical procedure, fenestrated bipolar forceps instrument moved with unintuitive motion. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) requested the return of the device for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.